Event description:
It was reported, the patient reported to the ER after receiving inappropriate therapy due to noise. Externalized conductors were observed on x-ray. It was also noted that the rv lead was placed through a patent foramen ovale into the left ventricle. Open heart surgery was performed to explant the lead. The patient was recovering nicely after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Internal insulation abrasion was noted at 6.3-6.7cm and 8.6-10.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 5.8-6.6cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 3.6-5.6cm from the distal tip. The etfe coating was abraded at these locations. These abrasions are consistent with the observation from the field of noise.